Event description:
It was reported that patient with left ventricular (lv) lead underwent a magnetic resonance imaging (MRI) scan with a non-MRI conditional system. Following the completion of the MRI it was confirmed that the device exited MRI-protection mode and was functioning as programmed. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).